Event description:
Customer called in reporting that his insulin pump has a blank display. Current blood glucose level is 135 mg/dl. Troubleshooting was performed and customer was asked to change the battery, but display did not return. Customer was advised to discontinue use of the pump and revert to backup plan. No further information was reported.

Manufacturer narrative:
The insulin pump had currents within specification and no blank display was noted. However, the insulin pump was received with a dim display due to an open tab driver on the display board. The insulin pump had minor scratches on the display window, cracked display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.